Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had some vf episodes recorded. Review of the egms showed that the final episode delivered therapy and changed the rhythm. There are also events that look like artifact. Low sensing was also observed. The lead was capped.